Event description:
On (B)(6) 2014, customer claims his front upper tooth chipped after using his sonicare.

Manufacturer narrative:
On (B)(6) 2014, customer states he has only used the unit one time. Customer claims his teeth were healthy with no issues before using the unit. Claims he went to the dentist the same day he purchased the unit and had x-rays done. Consumer states that he charged the unit for 24 hours before using it. States that he used the unit for the full two minutes; after using, he felt something fall from the top of his mouth and realized it was a piece of his tooth. Sent consumer return shipping label and requested that the unit be returned for evaluation. On (B)(4) 2014, request for dental information in relation to this claimed incident was sent to the consumer.